Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-15970, 15972. The pt had 2 leads (from the same lot) and 2 anchors (from the same lot) implanted as part of her scs system. It was reported the pt's scs system was explanted due to a (B)(6) infection. The pt was admitted to the hospital and placed on IV antibiotics. The pt continued on oral antibiotics after being discharged from the hospital. The infection was resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.